Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that duraloc poly was revised for poly wear and broken locking ring. The ring had escaped the shell and was found in the lateral thigh soft tissue. When attempting to implant a new locking ring, it was determined that the duraloc shell was a 60, not a 62. The 62 had been implanted on (B)(6) 2017 based on retrieval of a 62 liner at that time. That liner apparently was implanted on (B)(6) 2000 at (B)(6). The original surgery was done in (B)(6) around 1995. The duraloc shell was revised. Doi: (B)(6) 2017; dor: (B)(6) 2018; left hip. Cup doi: unknown.

Manufacturer narrative:
Product complaint :(B)(4).investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.